Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited cross talk oversensing on the right ventricular (rv) lead. Technical services (ts) recommended reprogramming options or reposition the rv lead. No adverse patient effects were reported. This device remains in service.